Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a vibrator anomaly. There was an absence of a vibrate. The anomaly persisted after a battery change. The insulin pump did not vibrate during the self-test. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with no vibrator alert due to the vibrator motor not being properly plugged in to the interface board. The pump was also received with a cracked case at the display window corners and minor scratches on the lcd window.